Manufacturer narrative:
Unit passed displacement test. However, unit alarmed a33 during basic occlusion test due to fsr damaged by moisture. Unable to perform prime/compromised force sensor alert test, occlusion test or excessive no delivery test due to compromised force sensor alert alarms.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 160 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.